Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, after 5 days and route was not reported) and fortum injection (1 gram, daily and route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown and antibiotic treatment was ongoing. Pd therapy was ongoing. No additional information is available.